Manufacturer narrative:
Literature citation: chikata, yuichi et. Al., ¿simultaneous subacute coronary artery stent thrombosis in a carrier of two cyp2c19 loss-of function polymorphisms (*2/*3)", the international journal of cardiology 212 (2016), pp. 148-150. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05423 and 2134265-2016-05424. It was reported via literature that thrombosis, st elevation myocardial infarction (stemi) and chest pain occurred. The patient with stable angina presented for elective cardiac catheterization. The chronic total occlusion of the rca was treated with deployment of three overlapping promus premier drug eluting stents with proximal to distal sizes of 3.5x24mm, 3.0x24mm and 2.5x28mm. The mid and proximal stents were post dilated with 3.0 and 3.75mm diameter non-compliant balloons, respectively. Post percutaneous coronary intervention (pci) intravascular ultrasound (ivus) confirmed good stent apposition. Four days later a staged pci of the proximal left anterior descending (lad) lesion was treated with deployment of a 3.0x23mm non-bsc drug eluting stent, post dilated using a 3.0mm non-compliant balloon with good stent apposition. Both procedures were successful with no patient complications. The patient was continued on dual-antiplatelet medications including aspirin and clopidogrel. The patient was discharged home without angina and in stable condition. The day following hospital discharge the patient developed sudden onset severe chest pain and diaphoresis at rest. The patient presented in hemodynamically stable condition. ECG showed new st elevations with inverted t waves. Echocardiography showed severe hypokinesis of the mid-distal-apical anterior wall. Emergent coronary angiography for acute anterior stemi showed thrombotic occlusion of both the rca and lad stents. Timi 3 flow was restored in the lad by performing manual aspiration thrombectomy followed by subsequent angioplasty using a 3.0mm balloon within the stent. The rca was treated in a similar fashion resulting with the return of timi 3 flow. The patient was discharged 16 days later on a regimen of carvedilol, perindopril erbumine, prasugrel and aspirin. At four months follow up the patient has been doing well without any evidence of recurrent myocardial ischemia.